Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at a restaurant when they passed out. The cgm was displaying 141 mg/dl and did not have any symptoms prior to passing out. The patient's friend called paramedics and when they arrived, they provided the patient orange juice and checked her blood pressure which was normal; however, they did not check a bg reading. The patient stated they trusted the cgm reading and reported that it was inaccurate. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.